Manufacturer narrative:
Implant and explant dates: if implanted; or explanted give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. (B)(4) the intraocular lens (iol) is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that zct150 + 17.5 intraocular lens (iol) was explanted from patient's left eye (os). Per account, patient was unhappy with loss of near vision. However, there was no patient injury occurred and no incision enlargement required. Iol exchanged with the same model and type number was performed without incident, but with different serial number, (B)(4). It was noted that patient had preexisting condition, glaucoma. Patient best corrected visual acuity results were 20/25 pre-operation and 20/20 post-operation. Product is not expected to be returned. No additional information provided.

Manufacturer narrative:
The initial MDR incorrectly reported that the lens was removed and replaced during the same procedure within section with reference to sections. The following has been updated accordingly: if implanted; give date: unknown, information was not provided. If explanted; give date: unknown, information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.